Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the expedium si inner inner set screw was implanted/inserted into the patient with lumber degenerative spondylolisthesis . It was noted that the torque could not be applied adequately when final tightening and the set screw could not be loosened. A screw extension instrument was removed from the surgical site and the surgeon was then able to remove the set screw which was found to have a broken/torn thread. No broken piece was left in the patient body. Another single inner set screw was used to complete the case. Affiliate reports there were no adverse consequences to the patient and the procedure was extended by twenty minutes.

Manufacturer narrative:
Visual inspection of the returned mis single inner set screw found threads of the device were sheared off from its bottom until the final half-rotation towards the top. The threads were peeled off neatly. The top of the set screw features several scratches and cuts and the inside of the set screw is partially stripped. This stripping is primarily focused towards the top of the set screw which is so damaged that the inside features burrs kicked up from the stripping. A potential cause may be aggressive and forceful torque applied to the set screw which was cross-threaded. This would explain the shearing of the threads¿ interaction with the polyaxial screw head in addition to the damage at the top of the set screw which could be caused by the driver. A review of the device history record found no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could contribute to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the total number of complaints related to thread damage/stripping due to cross-threading and units sold found the rate of cross-threading incidents remains below the expected rate of occurrence. A root cause for the mis single inner set screw thread stripping cannot be determined from the sample and information provided. A potential root cause may be aggressive cross-threading during insertion leading to the thread and screw body damage. No corrective and preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing of this part. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.